Event description:
Reporter indicated a patient was having increased seizures and the vns generator was unable to be interrogated after several attempts. It is possible the generator is at end of service. The generator was last able to be successfully interrogated in (B)(6) 2011. Vns generator replacement surgery is planned for (B)(6) 2013. The reporter declined to provide additional information.